Event description:
The hospital reported that halfway through an endoscopic vein harvesting procedure, the short port on the vaso view hemopro would not hold air. The case was completed with the btt. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).